Manufacturer narrative:
(B)(4). Method: the hospital has reported that the complaint device is not available to be returned to the manufacturer for investigation. A visual inspection of the photograph of the complaint device has been performed. Results: the visual inspection of the photograph revealed the expiratory limb to be damaged. It appears that the complaint expiratory limb may have been milked or stretched due to the indentations observed at some of the corrugations of the breathing circuit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the tube may have been milked or stretched causing the observed damage to the complaint expiratory limb. All rt125 breathing circuits are visually inspected during production. Those that fail the visual inspection are rejected. This suggests that the breathing circuit was damaged post production. Our user instructions that accompany the rt125 states: warning - "do not stretch or milk the tubing."

Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt125 infant bias flow breathing circuit "collapsed" during use. The hospital has further reported that the complaint circuit has been discarded. No patient consequence was reported.